Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k) numbers reported to be involved. The information for each PMA / 510(k) number is listed below: PMA / 510(k) #: k901449. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint because the customer indicated that the issue was not lot-specific. Therefore, a review of the manufacturing records could not be conducted. The customer requested information on the stability of an un-spun tube. Bd provided the customer with the product insert. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sodium fluoride 15mg potassium oxalate blood collection tubes had low glucose results. No serious injury or medical intervention reported.